Manufacturer narrative:
The pump contained morphine 30mg/ml.

Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter found the pin connector collet was prematurely locked in place and was detached and/or missing.

Event description:
The device was returned with no allegation. Routine analysis was performed.